Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Performance testing could not reproduce the reported issues. The device software was upgraded to address the sf74. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. During evaluation of the device, review of the device data logs revealed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.